Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the lay user/patient contacted lifescan alleging the battery in the meter has corrosion. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4): the meter was found to have a corroded battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.